Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. The reported issue did not impact the user's blood glucose (bg) level. However, the user experienced a low bg level of 53 mg/dl. Reportedly, the user typically goes low while sleeping and stated that they are working with their healthcare provider to fine tune the pump settings. The user addressed bg level by eating breakfast.